Event description:
It was reported that after implantation, the patient was never able to activate the pump because it was too hard. He experienced discomfort, infection, pain and inflammation. Patient was prescribed pain medication and antibiotics.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that visual examination of components did not identify any leaks in the device; however functional testing of the pump showed that it failed the 8 lb activation test. Based on this observation, the reported pump malfunction is confirmed. This investigation was unable to confirm the reported allegations of pain, infection, inflammation and discomfort. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks in the components. Functional testing of the cylinders and reservoir showed that components performed within specification. Functional testing of the pump identified that the component failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms pain, inflammation, infection and discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that after implantation, the patient was never able to activate the pump because it was too hard. He experienced discomfort, infection, pain and inflammation. Patient was prescribed pain medication and antibiotics.